Event description:
Customer reported that she was did a rewind/prime instead of doing the fill cannula and 100 units was delivered. Customer stated that when she realized what happened she disconnect her infusion set and notice that it was leaking insulin from the quick-release. Customer stated that the paramedics were called and she was transported to the hospital. Customer blood glucose reading was 94 mg/dl when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.